Event description:
The device was returned for a pneumatic valve actuation failure (valve 2). During inspection, the device was attached to a bracket and powered on in preparation for mock infusion testing. During this time it was found that the lever arm was locked and vr coupler was not sitting at the 'home' position. Fva assembly pins did not actuate correctly on start up during this time. It was also found that the dsps was not functioning correctly. The device was opened, the vr motor assembly was removed and the vr motor was rehomed. The device was then tested to insure that the vr coupler was functioning as intended. The device passed testing specific to the vr coupler successfully. Tests specific to the fva assembly were performed during this time and did not pass. Fva was removed and disassembled to check for any damage or abnormalities. Because the fva can not be reassembled, a replacement fva will have to be manufactured.

Event description:
The following has been reported: biomed emailed logs with no other info, waiting for report of error and if no patient harm and if issue stopped active infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.